Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to ribbon cable and latch connection issue. A field service engineer cleaned the micro switch contacts, reconnected the latch harnesses, inserted the latch column of the door and reseated the ribbon cable of the drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.

Event description:
It was reported by the customer that a pyxis medstation es system had a door failure. The customer stated that the malfunction occurred while the user was trying to issue the medication to the patient and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.